Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set leaked. The leak was described by staff as a result of the one-link disconnecting from the catheter extension set. The leak occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.